Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the unit was not turning on due to faulty power supply unit. Scratches were observed on the front panel, power switch, top cover, rear panel, and chassis. In addition, the front panel and top cover were yellowish in color. Furthermore, minor hit on the front panel and minor deformation on the power switch were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system is not turning on. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred seemingly due to faulty power unit; however, the cause of faulty power unit could not be identified. Olympus will continue to monitor field performance for this device.